Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave 31 mm was selected for use. During the procedure, it was noted that there was an irrigation port occlusion and insufficient irrigation flow. No error messages displayed. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.